Event description:
Customer reportedly obtained results of 331mg/dl, 150mg/dl, and 136mg/dl on the compact sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.